Manufacturer narrative:
It was reported that a grinding noise could be heard upon auscultation of the pump. Intermittent low flows were observed on the monitor but power consumption was within the normal operating range. Per the vad coordinator, "ldh slightly trending up, but not too significant." Ldh was 386 iu/l with a baseline in the 200s. The grinding noise persisted. The coordinator stated that patient had been refusing to drink fluids, but finally agreed to drink. Vad team suspected thrombus and began sending in log files for review. Argatroban drip was started at 1.1 mcg/kg/min but no bolus was administered. Log files continued to be sent throughout the day on (B)(6) 2014 and were closely monitored for any changes. By (B)(6) 2014, the grinding noise had subsided and the vad team no longer suspected thrombus with clinical parameters returned to baseline values. The hvad pump, (B)(4) remains implanted in the patient and thus not available for analysis. The grinding sound could not be confirmed, however, review of the logs did show low flow alarms were logged. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The root cause of the reported event cannot be conclusively determined because the reported event did not allege any device malfunction. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that a grinding noise could be heard upon auscultation of the pump. Intermittent low flows were observed on the monitor but power consumption was within the normal operating range. Per the vad coordinator, "ldh slightly trending up, but not too significant." Ldh was 386 iu/l with a baseline in the 200s. The grinding noise persisted. The coordinator stated that patient had been refusing to drink fluids, but finally agreed to drink. Vad team suspected thrombus and began sending in log files for review. Argatroban drip was started at 1.1 mcg/kg/min but no bolus was administered. Log files continued to be sent throughout the day on (B)(6) 2014 and were closely monitored for any changes. By (B)(6) 2014, the grinding noise had subsided and the vad team no longer suspected thrombus with clinical parameters returned to baseline values.